Event description:
It was reported the patient is deceased and died approximately two weeks post leads implant. The cause of death was requested and no additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. Attempts were made with the implanting physician and the primary physician and no additional information is available. Concomitant products: 407645 implantable pacing lead implanted: (B)(6) 2013; n140 competitor implantable cardioverter defibrillator (I cd)  implanted (B)(6) 2013; 0292 competitor implantable tachy lead implanted (B)(6) 2013. (B)(4).